Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (service codes 107 and 202) has been completed. Upon evaluation, the unit generated service code 107 which locked the monitor. The cause for the service codes cannot be positively identified but was likely the result of corrupt software database. The programmable logic device (pld) and flash were reprogrammed and the unit powered up properly. The cause for the pld and flash errors cannot be positively determined. No adverse event resulted from the corrupt memory. The patient received a replacement monitor.

Event description:
A patient service representative (psr) contacted zoll customer support while assisting an (B)(6) female patient to report that the patient's monitor was displaying service code 107, locking the system on that screen. The patient was issued a replacement monitor.